Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high ketones. The blood glucose reading was 147 mg/dl. Customer reported symptoms of headache and vomiting. It is unknown if auto mode was active at the time of the event. The customer declined to troubleshoot for their blood glucose incident. The pump will not be returned for analysis.